Event description:
The customer provided additional information which confirmed that the event (camera receptacle was not interfacing properly) occurred during preparation for use of an unknown procedure. There were no error messages. The procedure was completed using a similar device without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and additional information to h4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the rx (receiver module) failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the camera control unit was not interfacing properly due to a faulty rx module. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera receptacle of the visera 4k uhd camera control unit was not interfacing properly. The issue was found during preparation for use. Inspection and testing of the returned device found a faulty rx module. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.